Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2008. An excision of a right paraurethral cyst was performed concomitantly. During the procedure, as soon as the initial vaginal incision was made, bleeding occurred from the venous sinuses in the paravaginal tissue. The pt had an estimated blood loss of three hundred milliliters. Sutures and floseal were used to control the bleeding. The surgeon opines that the bleeding was caused by fragile vaginal mucosa and neovascularization of tissue due to a previous traumatic vaginal delivery. The pt was discharged from the hosp in 2008.

Manufacturer narrative:
Date sent to the FDA: 05/15/2008. No conclusion can be drawn at time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.